Event description:
During heart cath procedure the patient developed asystole that was immediately recognized and CPR was initiated. The right femoral vein was quickly accessed with an 18 gauge needle and a 6-french venous sheath was placed. A 5-french pacing electrode was advanced and placed in the right ventricular apex. Pacing was initiated but there was no pacing output. Troubleshooting was initiated - the pacer cable and the pacer box were both replaced with no pacing output. The pacing electrode was replaced and we were able to pace with good output and capture. The st. Jude medical representative happened to have been in the facility and took the electrode, pacing box and cable with her.